Event description:
My daughter is fed via a feeding tube. Most kids with feeding tubes are fed via a nj-tube or a g-tube. My daughter is fed via a j-tube, which means we have to feed her continuously over a 20 hour period. We are given more opportunities to learn about the hazards of this pole during her feeding. The feeding pump and bag are placed onto the pole. When my daughter started to roll, we learned what a horrible design this is. She rolled one night, wrapping her feeding cords around her as she rolled. As a result, she pulled the pump right onto her. It hit her right in the head. If she had been just a few inches in a different direction, or her head had been slightly bigger, it would have caused some serious damage. Luckily, we were just left with a little goose egg and a bruise. We immediately stopped using the pole. It is tall, and top heavy when the pump is placed on it. There really should be something lower to the ground for babies that need to be hooked up to a feed for most of their day. In it's place, we have been using a camera tripod (much lower center of gravity) that we weighted down. It was just such a scary incident. We were lucky. I don't know what you can do about it. There really needs to be a different product for babies that spend much of their time on the floor, but as far as I can tell, that doesn't exist. I let the supply order company take it back. I told them about the incident. (B)(4).